Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was exhibiting symptoms of hydrofluoric acid over the last couple of weeks. A left ventricle (lv) gram was done on (B)(6) 2010 that showed, pooling of dye in left ventricular with no output through the lvad. A decision was made to exchange the lvad with another lvad.

Manufacturer narrative:
The patient is doing well and has been discharged home. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.